Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the end user was in the lift and the caregivers alleged the lift tipped forward as if to dump her on the floor. No injuries noted. To the best of her knowledge, the lift is broken.